Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead implanted: (B)(6) 2011. (B)(4).

Event description:
The patient reported "I had my rate response adjusted several weeks ago and that corrected the issues I was having with exercising, but now I have issues with fast heart rates at rest, and I get a heaviness in my chest and I feel almost sick to my stomach." The device remains in use. No patient complications have been reported as a result of this event.